Event description:
The device system was returned with no information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump revealed a deformed pump tube. The medial portion nearing the outlet appeared significantly flattened when compared to the rest of the tube and the portion nearest the outlet appeared slightly expanded. No other significant anomaly was found.